Event description:
The following has been reported: brock pump sn (B)(6), (B)(6) 2024, service needed alarm, was not infusing, no patient harm, hard power reset performed, alarm continued after multiple resets. An initial review of the device logs reveals the following: pneumatic valve actuation failure (valve 1). An active infusion was not delayed (per the logs); no adverse event was communicated. Reporting due to the referenced issue as a conservative measure. Further information is needed to complete the investigation.

Event description:
Upon investigation, the pump was not able to pass mock infusions and was experiencing intermittent pneumatic failures resulting in a "pump problem" alarm being issued. An investigation was performed to test the overall functionality of the valves. Testing concluded that the pneumatic valve assembly was experiencing pneumatic valve actuation failure for valve 1. Log files were pulled and analyzed to confirm this failure. The entire pneumatic valve assembly will be removed from the pump and further testing will be performed and tracked under an internal CAPA. The pump will have a new pneumatic valve assembly installed and undergo all necessary functional testing.